Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator recently received three inappropriate shocks. Boston scientific technical services (ts) was contacted. And a data review showed a sudden increase in the patient's heart rate with a morphological change and subsequent double detection. It was discussed that this was likely supraventricular in origin. The shock impedance during these inappropriate therapies was also noted to be elevated, but still in-range (between 150 to 159 ohms). Ts recommended exercise testing to reproduce the situation for a vector optimization, as well as diagnostic imaging to evaluate the potential causes for the elevated impedance. It was noted that this patient has a complex history with previous transvenous systems. The physician originally considered changing the patient's atrial arrhythmia therapy medication to better control the patient's rate but later elected to surgically explant and replace the system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is expected to be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator recently received three inappropriate shocks. Boston scientific technical services (ts) was contacted. And a data review showed a sudden increase in the patient's heart rate with a morphological change and subsequent double detection. It was discussed that this was likely supraventricular in origin. The shock impedance during these inappropriate therapies was also noted to be elevated, but still in-range (between 150 to 159 ohms). Ts recommended exercise testing to reproduce the situation for a vector optimization, as well as diagnostic imaging to evaluate the potential causes for the elevated impedance. It was noted that this patient has a complex history with previous transvenous systems. The physician originally considered changing the patient's atrial arrhythmia therapy medication to better control the patient's rate but later elected to surgically explant and replace the system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is expected to be returned for analysis but has not yet been received. A request has been made for the current location of the product and further details will be provided, once available.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review performed for the emblem s-ICD electrode device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.